Manufacturer narrative:
The device was returned for evaluation. The index knob was sticking in some locations and this would affect the lock of the unit. The DHR showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The complaint was confirmed. The definite root cause could not be reliably determined. UDI # (B)(4). Linked to mfg report number: 3004608878-2020-00394.

Event description:
A customer reported that the a1114 mayfield infinity skull clamp does not lock. There was no known patient involvement or surgery delay.